Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s center or enter buttons were becoming unresponsive. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that pressing menu button did not take them to the menu screen. Customer stated that the issues frequency was every time. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.